Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a broken cable. The procedure was completed and the device was not used on the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.